Manufacturer narrative:
Per tandem user guide: "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred after the customer reused the cartridge. Reportedly, the cartridge had been loaded with 300 units of insulin. Reportedly, customer successfully loaded a new cartridge to resolve the issue. Additionally, it was reported that intermittent occlusion alarms occurred. Reportedly, pump supplies were changed to resolve the issue and insulin delivery was resumed. Customer's blood glucose level ranged from 200 mg/dl to 500 mg/dl.